Event description:
It was reported that the suspect device was displaying all eights and not delivering an accurate rate. This complaint could not be reproduced. During evaluation it was discovered that the audible alarm was not properly functioning. There was no death or injury associated with this complaint.